Manufacturer narrative:
: Device was manufactured from december 11, 2015 to december 14, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred sometime in 2016. Lot 15n021 was manufactured december 11, 2015 ¿ december 14, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked prior to use of the device. The device was filled with 4550 mg of fluorouracil in 230 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.